Event description:
It was reported that the there was a knot on the catheter when the catheter was removed on the 7th day of use.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The sample was evaluated and a knot was observed at the distal end of the returned sample. No other abnormalities were observed and the knot could be untied. The catheter could be inflated and deflated without difficulty. The manufacturing process did not create the knot. The exact cause on how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿insert catheter into the urethral meatus and advance it until the balloon enters the bladders and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the there was a knot on the catheter when the catheter was removed on the 7th day of use.